Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Precision arc trunion ring seized and frozen. The patient was subjected to an additional 90 minutes of anesthesia. No patient injury reported. Additional information has been requested but to date, no new information has been received.